Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during bolus delivery and the error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It is reported that the customer is having a motor error alarm on the pump when changing the set. Customer's blood glucose at that time was 212 mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.